Manufacturer narrative:
(B)(4). Examination of the returned device confirms the reported event. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the hospital would not accept instrument due to crack in red dial.